Manufacturer narrative:
Fiber analysis: the fiber was found to hae a radial fracture of the glass cap at the output window. The fiber was fractured distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. The metal cap was found to be melted at the output window and exhibited char and detritus; devitrification of the glass cap was also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap was damaged at 12,000 joules of use. The procedure was completed using a second fiber. Outcome: "no damages to the patient."